Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock lead impedance measurements on this right ventricular (rv) lead had been out of range for approximately a year and pacing impedance measurements had exceeded normal range a few months prior. A lead fracture had been suspected. However, during system replacement, the header of the chronic device detached. The caller wondered if the issue was with the device. A boston scientific technical services (ts) discussed that it was not possible to tell without analysis and noted that the header issue may have occurred at explant. No evidence of a fracture was noted on this lead, which was twenty-five years old. The lead was surgically abandoned. No additional adverse patient effects were reported.